Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2016-02660 / 02662). Requested but not returned by hospital.

Event description:
Patient underwent a left hip revision procedure approximately eleven year post-implantation due to dislocation and pain. The liner, head, and stem were removed and replaced with a biomet liner and head and competitor stem.